Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, a hair-like fiber was found inside the sterile packaging of a 'cook cervical ripening balloon w/stylet' at the distribution center upon inspection prior to shipping to end user. No patient contact was made with the device. No adverse effects have been reported. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. A search of the device history record found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in-field. Cook also reviewed product labeling. The IFU [t_j-ccrbs_rev3; 'cook cervical ripening balloon'] supplied with the device states the following in consideration of the reported failure mode: 'how supplied: sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred.' Visual inspection of the returned complaint device was also conducted. One, unused, 'cook cervical ripening balloon w/stylet' was returned for investigation. Hair was found inside the sealed package. The complaint was confirmed based on customer testimony and evaluation of the returned device. The mostly likely cause of the reported event was a quality deficiency in the manufacture of the device. Complaint awareness training has been issued for the personnel responsible for the production of the device. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, a hair-like fiber was found inside the sterile packaging of a cook cervical ripening balloon w/stylet at the distribution center upon inspection prior to shipping to end user. No patient contact was made with the device. No adverse effects have been reported.

Manufacturer narrative:
E1: customer phone = (B)(6). E3: customer occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.